Event description:
It was reported that the customer received an auto-off alarm due to no interaction with the pump for an extended period of time (16 hours). The customer cleared the alarm and resumed insulin delivery successfully. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.